Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 12-sep-2023. H.6. Investigation summary: it was reported the injection contents were expressed through a pin hole in the side of the hub of the needle. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the needle hub has a molding short shot about 3/16" from the bottom of the needle hub. No other defects or imperfections were observed. Previous investigations have confirmed a short shot from the molding process has induced a similar symptom. After analysis of the molding tool, it was determined stripping bushing wear contributed to the symptom reported. A device history record review was completed for provided material number 305167, lot 2228394. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The stripper bushing was replaced on (B)(6) 2023. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd® needle 1 1/2 in. Single use, sterile needle the hub was damaged and leaked. The following was received from the initial reporter: this occurred again today with one of our providers - injection contents were expressed through a pin hole in the side of the hub of the needle (not where the hub seats down onto the syringe).

Event description:
It was reported that while using the bd® needle 1 1/2 in. Single use, sterile needle the hub was damaged and leaked. The following was received from the initial reporter: this occurred again today with one of our providers - injection contents were expressed through a pin hole in the side of the hub of the needle (not where the hub seats down onto the syringe).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.